Event description:
Pt with a 27 year history of bilateral breast implants presented with left breast pain and mammogram findings of left extra capsular rupture and MRI findings of bilateral capsular rupture. Pt had implants removed. The right breast implant was intact upon removal and the left breast implant had a leak both medially and laterally of the right implant with a left lateral granuloma attached to the capsule.